Event description:
A customer contacted global technical services regarding a low drain volume alarm that appeared on the homechoice unit during use. The technical service representative (tsr) assisted the caregiver (cg) with troubleshooting. The cg stated that there was air in the patient line. The tsr advised the cg to start over with new supplies and assisted the cg with ending therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. Should additional information become available, a follow up report will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).